Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the MFR. This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA.

Event description:
The customer reported that this ventilator is alarming "extended high peak pressure".